Event description:
It was reported there was a disconnect issue with the lead and the patient had a lack of efficacy. The patient had a loss of therapeutic effect and less than 50 percent therapy relief. It was stated that impedance testing was done and then a lead revision was completed where the lead was replaced. The patient¿s status was reported as no injury. It was later reported that the patient was doing well after the replacement of the lead and all of the original lead was explanted. It was stated that there appeared to be no damage to the original lead when it was interrogated and the lead was discarded. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0gh62, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).